Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that fuses f11 and f12 needed to be replaced. It was noted the mvs fuses could be blown if the mvs power cable was accidentally pulled from the wall. After the fuses were replaced, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the fuses went out on the mobile view station (mvs). This issue was noted outside of a procedure, and there was no patient involvement.